Event description:
It was reported that the device was used during a hemi-colectomy. It was reported by the rep that the surgeon fired the instrument on the bowel, and observed a partially firing of staples along the staple line. Took down anastomosis and using an add'l stapler, completed the case. There was no consequence to the pt.